Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure in conjunction with deviation of the instructions for use as it is likely that interaction with the anatomy in conjunction with use of the undersized 0.018¿ guide wire resulted in the device becoming bent preventing the shaft lumens from moving freely resulting in the reported thumbwheel physical resistance / sticking and the reported difficult or delayed activation. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU, ppl2122217 revision a, materials required section 8.2.3) states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. As the deviation of the instructions for use likely caused/contributed to the reported difficulties; a letter to the physician will be required. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code: 2017 failure to follow steps / instructions

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. The 7x100mm absolute pro self-expanding stent system (sess) was advanced on a .018 guide wire to the target lesion and the stent was attempted to be released; however, after only one-third of the stent was released the thumbwheel became stuck. Therefore, the handle halves were opened and the stent was able to be fully released. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.